Manufacturer narrative:
Concomitant products: 5076-58 lead, implanted: (B)(6) 2007.

Event description:
It was reported that there was undersensing and small p-waves. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.